Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown biomet screw fractured inside the implant. The doctor tried to remove the fractured piece but was unsuccessful. The procedure was unable to be finished and the patient will need to return for the screw removal.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported screw was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint alleges the screw fracture. The reported screw was not returned for inspection, therefore the complaint could not be verified. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. The following sections have been corrected: e1. Product was not returned by the customer.

Event description:
No further event information is available at the time of this report.